Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was abnormal due to a communication failure caused by a failure of the cable. It is likely that the faulty cable was caused by a disconnection due to the damaged protector of the cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there were stripes in the entire image and the object was not visible while using camera head. The issue occurred during preparation for use for a therapeutic laparoscopy. The procedure was completed using a similar device, with no delay. The patient was not under anesthesia, there was no delay in treatment and no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found that the protector of the cable was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.